Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse. They reported that discomfort was only during the MRI. After the MRI was complete the device was working as expected and the discomfort was no longer happening.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient with an implanted neurostimulator (ins) for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient did have an MRI last week and they didn't turn the stimulation off or place into MRI mode. Patient said that after the MRI was completed, the patient mentioned that did feel bad discomfort in their vaginal area. Caller said patient mentioned that it didn't start right away and commented that it wasn't bad enough to stop the MRI. Caller confirmed that patient stated that the discomfort stopped after the MRI was finished. Caller said that no therapy changes have occurred. The patient was redirected to their healthcare provider report the discomfort that patient experienced. Caller said that patient does have an appointment to see managing hcp in the next couple of weeks. A patient representative called in the following day with the patient present as well. Caller said that patient is getting shoulder surgery done and they are practicing how to turn ins off, but caller said they are looking at their booklets and need some assistance. Agent walked caller and patient through how to turn ins off and back on. Caller mentioned patient's MRI as previously noted. Caller also mentioned that patient had their other shoulder done 2 years ago and they did not have to turn ins off. Caller said they have an ap pointment with hcp in a couple weeks.